Event description:
Reportedly, patient was last seen in clinic (B)(6) 2013. At that time, the device predicted 22 months until elective replacement indicator (eri). On (B)(6) 2013, the patient presented at emergency with diaphragmatic stim which was due to the device's end of life. The pacemaker was explanted and will be returned for analysis.

Manufacturer narrative:
This events concerns a device that was manufactured and used outside the united states. Analysis is pending.